Event description:
Customer reported a secondary antibiotic yellow in color (believed to be amphotericin), was found backing up into the primary bag. It appears that the checkvalve failed. There was no pt harm or medical intervention required. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.